Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus australia pty ltd (au) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; april 14th, 2020]. Unspecified channel: pseudomonas aeruginosa (>100 cfu) [second time; april 23th, 2020]. Unspecified channel: pseudomonas aeruginosa (<10 cfu) [third time; april 30th, 2020]. -unspecified channel: pseudomonas aeruginosa (<10 cfu) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Evaluation of the subject device confirmed the followings; air/water leak from the control knob was noted. Damage of the adhesive of the distal end was noted. Damage of the adhesive of the bending section rubber was noted. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.